Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump for intractable spasticity. The pump was used to deliver unknown baclofen. It was reported that the patient's pump was filled on (B)(6) 2025 and the patient started experiencing some itching and a slight increase in spasticity starting on (B)(6) 2025. The patient reported to the hcp that the pump started beeping around 8am on (B)(6) 2025 and was going off every 10 minutes. The reporting hcp requested to have someone interrogate the pump. Technical services reviewed the role of the rep and provided contact information for the national answering service (nas). Additional information indicated that the pump was interrogated and an alert showed "service code 87 - pump is in safe mode, therapy is running at minimum rate mode". Technical services advised the rep to check pump logs to ensure there were no other messages or issues with the pump. It was reviewed that the pump should be programmed back to the prescribed infusion rate and updated again to resolve this issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider via company representative stated that based on the logs and information provided, the safe rate message occurred at 5:51am that morning when a critical alarm. The pump defaulted to minimum rate event happened and the reset occurred before this. The safe rate message did not while updating the pump. It was not known what caused the safe rate alarm. The patient had a refill earlier that week and the rep went to the clinic and looked at the tablet used for that. It was a new samsung tablet (cte900f) updated appropriately and showed the correct date and time. The session report from that refill session all looked good. The tech services and the rep walked through updating the reservoir volume to the appropriate level as well as the infusion rate. Once that pump was updated with that information, the problem was resolved.